Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system that was involved in an infection and erosion. The patient had a rash around the incision of the pacemaker. It was mentioned that the rash has been infected three times this year. The patient¿s primary physician verified that the patient had an allergic reaction and the pacemaker was eroding from the patient¿s skin. There were no additional adverse patient effects reported. The right ventricular (rv) lead remains in service.